Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Fa found the instrument was found to have a broken grip at the grip base. A piece approximately 0.92" x 0.19" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attribute to the user, such as excess force applied to the instrument jaws. A review of the instrument log for the tip-up fenestrated grasper (470347-12/k11220117 0254) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4), matching the documented event details. No images or videos were submitted for review. This complaint remains a reportable event due to the following conclusion: failure analysis confirmed the instrument breakage that resulted in a broken grip tip was attributed to the user, such as excess force applied to the instrument jaws. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that the during central processing fenestrated grasper tip broke off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during central processing. The site¿s instrument cleaning or sterilization methods have not changed recently. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.